Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: water detection sticker activated due to leakage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported when they plugged it into the monitor, error e237 came up during inspection for use involving an olympus colonovideoscope. There was no patient involvement reported.